Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinician reported that when administering a liter of IV fluid over one hour, that she had to enter 1050 ml for the volume to infuse to deliver all the fluid but it takes longer. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an the volume to infuse to deliver takes longer was not determined because no products or device logs were returned.

Event description:
It was reported that clinician reported that when administering a liter of IV fluid over one hour, that she had to enter 1050 ml for the volume to infuse to deliver all the fluid but it takes longer. This was reported to bd representatives during their site visit. There was no information on patient involvement.